Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2026-00150. A physician reported a microsensor (ID (B)(6)) was implanted on (B)(6) 2026 due to heavy head trauma after craniotomy hematoma removal. After adjusting the zero point, it was implanted, and the intracranial pressure (icp) fluctuated wildly from 5~30mmhg soon after implantation. Therefore, the zero-point was adjusted and implanted again but the same issue reoccurred. After site closure, the icp value showed 30mmhg. Every time it hits 30mmhg, the doctor followed up by taking CT scan, but imaging and clinical symptoms showed no signs of increased icp. Therefore, device was explanted on (B)(6) 2026 since the patient¿s condition has stabilized and the value seemed to be unreliable. There was less than 30 minutes of surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.